Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name interstim; product ID 3889-28 (lot: v151154); product type: 0200-lead; implant date (B)(6) 2010; explant date (B)(6) 2022. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. It was reported that their previous ins was replaced, but the patient told their hcp that the therapy still wasn't working. The hcp thought perhaps the lead needed to be moved. The patient put things off for a couple of years, then "probably in 2003" their hcp tried to take the lead out, but they couldn't remove it. In 2022, the patient had a new ins and lead implanted (which replaced the previous ins and lead).